Event description:
It was reported that the customer received a no delivery alarm twice in one week. Both times her blood glucose level was above 500 mg/dl. Her infusion set cannula was bent. The customer's information did not show up on the carelink print out. The customer was hospitalized due to a low blood glucose level of 32 mg/dl. Her blood glucose level was corrected by drinking glucose liquid. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.